Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the tenaculum forceps was found to have a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer to obtain the information regarding patient demographics, relevant testing, and medical history; however, the customer was not able to provide that information. The customer was not aware of any missing material. There was no report of any fragment falling into the patient. No post-surgical complications were reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed evaluation. Failure analysis (fa) confirmed the reported issue as the instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The crimp measured approximately 0.032¿ x 0.046. A pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of this failure is attributed to a component failure. A review of the instrument log for part 470207-10/k10211025 0003 associated with this event has been performed. Per logs, the tenaculum forceps was last used on (B)(6) 2022 on system (B)(4) with 7 lives remaining. No image/video clip for the reported event was submitted for review. Based on the additional information obtained from failure analysis investigation, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.